Event description:
The customer reported that the system displayed a 'cine disk not available' error message upon boot up. This would prevent the cine function from operating, causing a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ups (uninterruptible power supply) was replaced and the cine power cable was retightened. The system was then found to be operating as intended.